Event description:
It was reported that the system would intermittently reboot after start up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The voltage on ps1 power supply was evaluated and readjusted to optimum operating voltage. The system was tested, found to be working as intended and returned to service.